Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 188 compared to the labs 153 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.